Event description:
The customer reported that the v60 unit turns off and will not reboot. The customer reported that it is unknown if the unit was in use on a patient, but there was no patient harm reported. The customer contacted product support and philips technical support suspects issue relates to the 35v rail. The device will be sent in for inspection and repair. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The repair for this unit cannot be conducted at this time due to the part(s) being on back order. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered power management (pm) board aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.

Manufacturer narrative:
Per bench repair engineer it was stated that the device had initially been working when performing the preventive maintenance (pm) procedure; however, the bench repair engineer turned off the device at one point after performing a diagnostics check. Once the device had been turned off, the bench repair engineer was then unable to turn it back on. Any further attempts to boot the device up were unsuccessful, regardless of whether it was plugged in with the ac cable or strictly on battery power. The repair was not completed and is currently pending.

Manufacturer narrative:
The field service engineer replaced the power switch overlay and performed verification test. The system meets the specification for the performed service and is returned to use.